Event description:
It was reported that during a clinic visit, the patient's controller was noted to have a cracked black and white nut. Additionally, the modular cable was noted to have severe damage. The controller and modular cable were exchanged, and the modular cable was discarded. Related modular cable MFR #: 2916596-2023-04115.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Correction: d2 common device name. Manufacturer's investigation conclusion: the reported event of cracked black and white connector nuts on the system controller power cables was not confirmed. No product was returned for evaluation and no photos were submitted for review. It was reported that the controller was exchanged and discarded. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ under ¿guidelines for power cable connectors¿ explain how to properly connect and disconnect power cable connectors, including how to tighten the connector nut. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 IFU (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.